Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unknown amount of spectrum pumps are delivering secondary infusions of normal saline at a lower rates or volumes than programmed (under infusions) during therapy in the intensive care unit (programmed amounts and delivery rates unknown). It was also reported there was no patient injuries. It is unknown if the mini-bag IV containers are overfilled, and the staff is flushing the remaining medication from the IV set. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.